Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the pen ndl 31ga 5mm experienced a cannula that broke off (patient or non patient end) or pulled out. The following information was provided by the initial reporter: the customer reported about a broken needle npe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31ga 5mm experienced a cannula that broke off (patient or non patient end) or pulled out. The following information was provided by the initial reporter: the customer reported about a broken needle npe.